Event description:
A surgeon reported that a pt was noted to have detachment of descemet's membrane following surgery. The surgeon suspects that it is related to using the torsional mode. Add'l info has been requested regarding the pt's condition, but the surgeon has declined to provide any further information.

Manufacturer narrative:
The company rep examined and tested the system plus 4 of the customer's handpieces and found all to meet product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).